Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level of (293 mg/dl) the customer took a bolus to stabilize bg level. During the call with tandem technical support (cts) the customer changed the infusion set site. A system check performed with cts indicated that the pump was operating as expected.